Manufacturer narrative:
The insulin pump alarmed after a battery change due to a broken solder joint. No display anomaly was noted. The insulin pump passed the functional testing. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corners, minor scratches on the display wi ndow, scratched reservoir tube window and a missing end cap sticker.

Event description:
The customer reported via phone call that they had an unexpected restart alarm. The customer also stated, the insulin pump would count to 7 and power off. It was also found the insulin pump would repeatedly perform a self test and count down. The customer stated the unexpected restart alarm was recurring during normal use. It was also found the customer was experiencing high blood glucose with ketones. The customer also stated they vomited at work. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.